Manufacturer narrative:
The pump user guide states not to use any other insulin with this system other than u-100 humalog or novolog. Only humalog and novolog have been tested and found to be compatible for use in the system. No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. Device not returned.

Event description:
It was reported that an occlusion alarm occurred. Customer's blood glucose level was 301 mg/dl. A system check was performed and the occlusion was found to be within the infusion set tubing. Reportedly, the customer had been using apidra insulin within the pump supplies. Tandem technical support advised the customer against using apidra insulin. Reportedly, customer continued to use the pump for insulin therapy.